Manufacturer narrative:
(B)(4). Date sent: 10/13/2021. Additional information was requested and the following was obtained: leak test was performed. It was negative. Staple line was inspected during surgery and looked good. Leak occurrence date is hard to say. Surgeon said he noticed air during scans at day 3 post op, but white blood cell count was still acceptable. Patient was admitted 6-7 days post op. Surgeon said there was a small hole along the staple line as if the ¿staples fell out.¿ he addressed it with suture."

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?

Event description:
It was reported that seven days post op to a laparoscopic gastric bypass the patient was admitted to the hospital with a proximal staple line leak. No other information is available at this time.